Event description:
It was reported that the patient was admitted for mitra clip due to exacerbation for mitral regurgitation and was treated surgically. The event resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Dob redacted for clinical study. Manufacturer's investigation conclusion: a direct relationship between the device and the reported mitral regurgitation could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists adverse events that are associated with the use of the left ventricular assist device system. No further information was provided. The manufacturer is closing the file on this event.